Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. The physician then performed a hysteroscopy and saw a uterine perforation. A laparoscopy was also performed and no injury to the bowel was visualized. The patient was "fine" and discharged home. A dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.